Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a motor error alarm while rewinding their insulin pump. Customer stated they did not expose their insulin pump to a high magnetic field. The customer's blood glucose was unknown. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received with constant motor error and alarms/alerts during rewind due to severely corroded motor home switch noted. Unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.